Manufacturer narrative:
Other relevant device(s) are: product ID: 9733779, serial/lot #: (B)(4). No product code, common device name, unique device identification (UDI) and/or PMA/510k provided as this device is not released for distribution in the united states. Analysis of the 9734056 found no failures. Analysis of the 9733779 found a user input device failure. When the device was returned the keyboard had eight keys broken off and missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the keyboard would not work. Representative confirmed the keyboard had been dropped. There was no patient present when the issue occurred.